Manufacturer narrative:
Age, weight, and race: unknown as information was asked but it was not provided. If implanted, give date: not applicable, as the unfolder is not an implantable device. If explanted, give date: not applicable, as the unfolder is not an implantable device. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that a tecnis intraocular lens (iol) got stuck in the cartridge and when the lens was removed there was a defect on the lens. Another iol with the same characteristics was implanted in patient's left eye (os). No patient injury was reported. No further information was provided.